Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient underwent primary surgery on (B)(6) 2008. Allegedly he began to have pain soon thereafter. It was thought to be sciatica. Sciatica surgery was performed but the hip pain did not go away. Visited his doctor who told him there was a problem with the hip. Allegedly he had elevated cobalt levels. Revision surgery in (B)(6) 2015 allegedly indicted significant corrosion at the neck/head interface.